Manufacturer narrative:
Service technician was able to duplicate the reported "when powered up, screen is black" problem and isolate it to failing fluorescent lamp. Display assembly is purchased as an off the shelf item that is supplied by a third party supplier no further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator when powered up has a blank screen. There was no patient involvement associated with the reported issue.